Event description:
Additional information from the patient's health care provider (hcp) showed the problem was with the patient's recharger, and not their implanted device. The hcp reported this as "no event." There was no surgery. The patient's recharger was replaced.

Manufacturer narrative:
Recharger model unk lot# unk serial# unk implanted: unk explanted: unk.

Event description:
It was reported the patient's device had migrated. The patient reported coupling or communication issues with the device, and was unable to recharge device. It was stated the device had "dropped in to the patient's breast" or left armpit, and was causing pain. It was stated this was noticed in within the last week. The patient reported this had happened in the past as well and was seen by a health care provider. The patient was still feeling stimulation at the time of report. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3587a, lot # l59477. Lead: model 3587a, lot # l59477. Extension: model 7495-51, serial # (B)(4). Extension: model 7495-51, serial # (B)(4). Programmer: model 37743, serial # (B)(4).